Event description:
It was reported that the patient¿s hands were beginning to shake and his medications were wearing off. It was not known when this began. The patient called the nurse the morning of the report for help and said his programmer was not synchronizing. The patient later called in and received assistance with the programmer, which resolved the issue. He turned on stimulation and felt an electrical feeling down the left side of his face and leg. Follow-up from the healthcare provider (hcp) reported that the issue resolved after the patient called support and was given instructions.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n251401, implanted: (B)(6) 2010, product type: adapter. Product ID 3387-40, lot# j0108063v, implanted: (B)(6) 2001, product type: lead. Product ID 3387-40, lot# j0527189v, implanted: (B)(6) 2005, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642fd, serial# (B)(4), product type: programmer, patient. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7436, serial# (B)(4), product type: programmer, patient. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).